Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('placed partially into my uterus') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (scheduled surgery in next week). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: ovaries removed and can't just get the coils removed. Coils are placed partially into patient's uterus. Doctor approved for only two weeks off shall see the surgery next week. Concerning the injuries reported in this case, the following one/ones were reported via social media: partial expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('placed partially into my uterus') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (scheduled surgery in next week). At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: ovaries removed and can't just get the coils removed. Coils are placed partially into patient's uterus. Doctor approved for only two weeks off shall see the surgery next week concerning the injuries reported in this case, the following one/ones were reported via social media: partial expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received. Case became serious incident, surgery was done for device expulsion. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.